Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10mg/ml at 5.5mg/day) and fentanyl (375mcg/ml at 206mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient had a pocket revision. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the physician revised the pump pocket on (B)(6) 2020 due to the patient's anatomy, it would tilt in the pocket and made refills difficult. The physician tacked it down so that it would lay flatter in the pocket.  The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.